Event description:
Boston scientific received information that this right ventricular defibrillation lead had been exhibiting high shock impedances over the past few months. Testing was performed with the lead and it was felt that the issue was due to a damaged proximal coil. A revision procedure was performed. During the procedure, it was noted that the proximal coil of the lead was damaged. The lead was removed and replaced. During the same procedure it was elected to remove and replace the device; there were no allegations against the device. The explanted lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. An x-ray of the lead revealed that the conductor wires of the proximal shocking coil were fractured approximately. Due to the location and slightly flattened appearance of the proximal shocking coil adjacent to the fracture site suggested that the lead may have been dislodged into the clavicle first rib area and may have suffered a fracture from clavicle first/rib entrapment. Both of the fractured wires of the shocking coil revealed evidence of fatigue.